Manufacturer narrative:
Continued e1 -- phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: effusion/seroma; granulomatous inflammatory process of the ¿foreign body¿ type.

Event description:
Healthcare professional reported right side effusion, seroma, fibroadenoma, cyst, folds, "larger", and granulomatous inflammatory process of the ¿foreign body¿ type diagnosed via ultrasound and MRI. The reported cyst has been deemed not related to the device. The device has been explanted.

Event description:
Healthcare professional reported right side effusion, seroma, fibroadenoma which is not device related, cyst, folds, "larger", and granulomatous inflammatory process of the ¿foreign body¿ type diagnosed via ultrasound and MRI. The reported cyst has been deemed not related to the device. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ cyst(s): unable to observe since it is a medical event and is not related to the device. ¿ crease / folding of implant: observed. ¿ seroma-late: unable to observe since it is a medical event and is not related to the device. ¿ visibility/palpability: unable to observe since it is a medical event and is not related to the device. ¿ granuloma: unable to observe since it is a medical event and is not related to the device. ¿ lump/nodule: unable to observe since it is a medical event and is not related to the device. No additional observations performed on the device. No further actions are required.

Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified: ¿ cyst(s): unable to observe since it is not related to the device. ¿ seroma-late: unable to observe since it is not related to the device. ¿ visibility/palpability: unable to observe since it is not related to the device. ¿ lump/nodule: unable to observe since it is not related to the device. ¿ granuloma: unable to observe since it is not related to the device. ¿ crease/folding of implant: not observed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported right side effusion, seroma, fibroadenoma, cyst, folds, "larger", and granulomatous inflammatory process of the ¿foreign body¿ type diagnosed via ultrasound and MRI. The reported cyst has been deemed not related to the device. The device has been explanted.